Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018 a skin reaction was reported. The sensor was inserted into the upper buttocks. The patient's father stated on (B)(6) 2018, the patient started feeling discomfort from the sensor, so they removed it and upon removal, the insertion site was red and swollen. The patient saw the doctor on (B)(6) 2018 and was prescribed antibiotics to be taken for one week. At the time of contact, the patient was doing well. No additional patient or event information is available.